Manufacturer narrative:
Siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the server 3 mixer and probe 1. The cse then rebuilt the pump and ran quality control (qc) for server 3. The cse reviewed the water pressure and water flow, which passed. The cse then checked the water flow into the main manifold, which did not pass. The cse removed the water purification module (wpm) and replaced the tubing, quick disconnect for water input and tank sensor. The cse then flushed the tank and refilled it. The cse then ran a quickcheck, reset all errors and then ran qc. The cse then reviewed the wpm conductivity and rejection rate, which was below normal. The cse removed the wpm and reset all tubing. The cse then replaced the reverse osmosis membrane. The cause of the discordant falsely depressed albumin and carbon dioxide results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed albumin and carbon dioxide results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed albumin and carbon dioxide results.

Manufacturer narrative:
The initial MDR 2517506-2016-00508 was filed on december 09, 2016. Additional information (12/13/2016): additional information for results initially provided have been updated in relevant tests/lab data. The instrument is performing according to specifications. No further evaluation of the device is required.